Manufacturer narrative:
As reported, the bard/davol optifix straight fixation device deployed broken fastener and the next fastener could not be deployed. There was no reported patient injury. The subject device was returned for evaluation. Evaluation of the sample finds for bent guide wire and bent back up tabs at the cannula tip. No manufacturing anomalies were found. Broken fasteners and performance issues are a known result of bent guide wire/ tabs. Root cause of the bent guide wire and backup tabs on the device is found to be bent from applied forces when in use while attempting to deploy into a hard structure (cooper¿s ligament) as reported. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿

Event description:
As reported, during an unknown procedure on (B)(6) 2022, the brad/davol optifix straight fixation device (device #1) was used. As reported, when the fastener was deployed into the area of the cooper¿s ligament, the fastener was broken and the next fastener could not be deployed. It was reported that the broken fastener was removed from the patient¿s body. It was also reported that the another optifix straight fixation device (device #2) was used, however, the fastener could not be deployed in the second device as well. There was no reported patient injury.